Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced high blood glucose after announcing a meal smaller than was actually consumed while using a teflon infusion set in the abdomen with a dexcom g7 continuous glucose monitor (cgm). The highest cgm value was 401 mg/dl with a concurrent glucometer value of 251 mg/dl, and glucose began trending down with device-delivered corrections. Symptoms included hyperglycemia and urinary frequency. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified involving an improper or incorrect procedure related to the user interface, specifically under-reporting the meal. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.